Event description:
It was reported that the user dropped the ilet, after which the device screen would not function, and the user continued using the ilet with blood glucose reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on blood glucose control, no medical intervention, and no hospitalization. Investigation included gathering user feedback and verifying device information. Investigation of this case revealed device damage consistent with physical impact to the display assembly resulting in a nonfunctional screen. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from accidental dropping.